Event description:
It was reported that the right ventricular (rv) lead exhibited t wave oversensing. The patient was reported to be symptomatic with the pause related to this. The lead was reprogrammed and remains in use. No further patient complications have been reported as aresult of this event.